Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intra-peritoneal antibiotics (doses, routes and frequencies were not reported) for 10 days. At the time of this report, treatment was completed and the patient has recovered from the event. No additional information is available.

Manufacturer narrative:
The cause of peritonitis was unknown. On same day of onset, the patient began treatment with vancomycin (2 grams, every 4 days and route of administration was not reported). Thirteen days after the onset, the antibiotic treatment was stopped and the patient was recovered from the event. Action with pd therapy was not reported. Should additional relevant information become available, a supplemental report will be submitted.